Manufacturer narrative:
The reported event was not duplicated, the battery housing was not available for evaluation. Without the battery housing we are unable to determine what caused the reported event.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.